Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may have not been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: b5, d4, g4, h2, h3, h4, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detectable and prevented by following the instructions for use: chapter 7 cleaning, disinfection and sterilization procedure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional reports by customer